Event description:
It was reported the sample was received and the guide wire was noted to be kinked. They do not know if there was a delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).